Event description:
It was reported that log files were sent for review. Log files showed no external power events and related alarm types on (B)(6)2024 which were caused by power to the mobile power unit (mpu) being interrupted. There was an isolated low flow event on (B)(6)2024 at 03:39.

Manufacturer narrative:
A3: patient gender was not provided. D4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power alarms on 24nov2024 and 31dec2024 was confirmed via submitted log files. Submitted log files revealed while on mobile power unit power on (B)(6)2024 at 08:53:09 and 08:53:10, a no external power alarm is active. The alarm clears by the next log entry. During the disruption of external power, the backup battery provided power to the system as intended. There was no observed interruption to the pump. While on mobile power unit power on (B)(6) 2024 at 23:57:42, a no external power alarm activates. The alarm continues to remain active at 23:58:18 and 23:58:59 then clears by the following log entry. During the interruption of external power, the backup battery provides support to the system as intended. There was no observed interruption to the pump. Product was not returned for testing. Multiple requests were made to obtain additional event information (including if the cause of the loss of power was determined and if the patient has a locking ac power cord for the mpu); however, no response was received. The root cause of the reported event could not be conclusively determined through this analysis. Mobile power unit serial number is not provided. The patient handbook and IFU also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use section 7- ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5- ¿alarms and troubleshooting¿ explain how to troubleshoot the system controller, including no external power alarms. Heartmate 3 patient handbook section 2 entitled ¿how your heart pump works¿ states that the 11v li-ion backup battery inside the system controller can provide enough power to run the pump for at least 15 minutes if the main power source is disconnected. Heartmate 3 patient handbook and heartmate 3 instructions for use under section 3, entitled ¿powering the system¿, describes the various ways to power the heartmate 3 left ventricular assist system. These sections explain how to properly switch between power sources. The "patient care management" section of the IFU instructs the patient to keep a flashlight, fully charged batteries, and battery clips within reach to be prepared for a power outage. No further information was provided. The manufacturer is closing the file on this event.